Event description:
During a meniscal repair, the surgeon was tightening the knot and the suture broke. The suture was removed leaving the t's in the patient and a back-up device was used successfully. A total delay of less than a half hour was experienced. There was no patient injury or complications reported.